Manufacturer narrative:
The factory has not yet received the device for eval and this complaint is still under investigation.

Event description:
The customer reported that during initial inspection of this defibrillator, it failed to power on. There was no report of pt involvement.